Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. Forcible tearing or disruption of tissue. Ruptured abdominal aortic aneurysm was reported. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative devices was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent emergency endovascular treatment using gore® excluder® aaa endoprosthesis for ruptured abdominal aortic aneurysm. The proximal portion of the trunk - ipsilateral leg endoprosthesis was deployed just below the right renal artery. Reportedly, it was difficult to cannulate the contralateral gate. The ipsilateral limb was deployed, and an additional stent graft was placed to extend the ipsilateral limb distally. Cannulation was attempted again, but it was unsuccessful. Due to the unstable blood pressure of the patient, it was decided to convert aorto-uni-iliac (aui). Two aortic extender endoprostheses were deployed inside the trunk - ipsilateral leg endoprosthesis for aui, and femoral-femoral artery bypass was performed. Since the abdomen tension due to the aneurysm rupture was observed, the procedure converted open repair. An additional stent graft was deployed to cover the pre-existing arteriovenous fistula in the right external iliac artery. Hematoma was removed. The patient tolerated the procedure. The physician stated as follows: it was intended to deploy the device toward anterior side to prevent the contralateral gate compression, but it compressed. It should had better to deploy the device more distally so that the contralateral gate could expand securely in the aneurysm sac.